Event description:
The pt reported the surgeon implanted a micl 13.2 mm implantable collamer lens in the right eye on (B)(6) 2011. The pt was severely nearsighted before the surgery and is not happy with her vision after the surgery. The doctor's office was contacted and further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available. See MFR #: 2023826-2011-00662 for left eye.

Manufacturer narrative:
(B)(4) not happy with vision. (B)(4). A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).